Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer received a motor error alarm during priming. Customer also reported a motor position encoder error alarm on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, basic occlusion test and prime test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.